Manufacturer narrative:
A ge oec service rep investigated the issue and several fuses blown and traced the issue to a defective high voltage tank. The hv tank was replaced in addition to the fuses and ancillary components. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 2800 uroview fluoroscopy system made a "popping" sound during a procedure and shut-off. A breaker was re-set and a "power supply error 1283" message was displayed.